Event description:
This lead was explanted and replaced because it would only pace unipolar. There is a potential insulation breach due to the tie down.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.